Event description:
It was reported that during device change out procedure, the atrial lead exhibited loss of capture, high impedance and high thresholds. The lead was capped and replaced. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.